Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they have experienced high blood glucose level. The blood glucose at the time of the event has range up to unknown. The customer states they had and insulin pump they could not read. Also she states mistakes have been made making blood her blood sugar go from 300 -400 mg/dl all the way to 600 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.